Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. They reported that now believes the leads are still attached to the ins but that the electrodes are "floating around" causing them to experience pulsating in the wrist and ribcage in the last day. On (B)(6) 2023 the patient said they needed to turn their stimulator off until their doctors appointment in 2 weeks, where they will get an evaluation of their ins components/lead wire. Helped patient successfully connect external devices to ins and turn ins off.

Event description:
Additional information was received from the patient. They reported that patient said the current device was working until they fell. Patient fell 2 times in 2 days right on their back. The fall happened when the patient had covid for the 14th time, patient has had covid a total of 19 times. Patient has diverticulosis. Patient said when they fell the wires were jerked out of their spine. Patient said they have balance issues. Patient can't use their left leg and the device has been off for months.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that  last july, the patient was so weak, due to cancer/radiation/covid for the 5th time, and complete fecal incontinence on a daily basis, they fell down the stairs onto a cast iron stove and they know, they hurt their implant and damaged the lead because after the fall they started to have strange sensations coming from the ins but the sensations have stopped and they noticed a big change in their symptoms at that same time. Patient asked what would be necessary to fix their interstim system? Reviewed work with their doctor to do diagnostics or imaging or in person testing they may need reprogramming or a surgical procedure their doctor is the best resource to talk to about it. Patient said they may need a referral and requested physician listings. Offered and sent listings. The issue was not resolved through troubleshooting. The patient was redirected to their healthcare provider to further address the issue. The patient's relevant medical history included the first ti me they had interstim was (B)(6) 2017 and patient was diagnosed with ibs but never actually had ibs they had stage 4 colorectal cancer growing for 2 years until (B)(6) 2019, when they went through chemo/ radiation and had 2 feet of their intestine and half their colon cut out. Patient said, in 2021, they went to a doctor who put another interstim in and said: even though it is a brand new interstim, they will do the best they can but cannot guarantee because so much was cut out. Patient said when the doctor removed the old the leads were so far into the scar tissue they could not get them out. Other medical information mentioned during the call: patient was still in physical therapy twice a week, from the fall, they are trying to regain use of their right arm. Patient said they've had fibromyalgia for years and years because of that patient feels pain way more than normal person. Patient said they no longer have a vagina because radiation burned it out, their voice is gone, they cannot talk or sing, they have had covid multiple times. Patient said they have many post cancer things neuropathy in their hands and feet and they have chronic pain.

Manufacturer narrative:
Continuation of d10: product ID 978b128 lot# va2c39b serial# implanted: explanted: product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: 978b128, serial/lot #: (B)(6), ubd: 10-dec-2022, UDI#: (B)(4) medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.